Manufacturer narrative:
No components were received by the manufacture at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure there were communication issues after the surgeon dropped the axiem box. An alternative axiem box was used for the procedure. During troubleshooting after the case the clinical specialist discovered that there was a defective cable from the navigation system to the axiem box. There was a delay to the procedure of 5 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the axiem cable was replaced. It was reported that the communication issue was caused by the axiem box itself, and the site did not replace it at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axiem portable system was returned to the manufacturer for analysis. Analysis found that the axiem was left connected overnight to a known good test system and the following day the unit still wasn't tracking. Em interface shows faults on drives one, two and three. Analysis found that the reported event was related to a electrical issue. A medtronic representative went to the site to test the equipment. Testing revealed that the issue confirmed and was reproducible. The axiem interface box was replaced and that fully resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.